Manufacturer narrative:
Per the clinic, the patient experienced extrusion of the receiver/stimulator. Device analysis report attached.

Event description:
Per the clinic, on (B)(6) 2025, the surgical site from the initial implantation was observed to be well healed. However, on (B)(6) 2025, following a subsequent fitting, the patient presented to the emergency department due to bleeding from the incision site. The patient was treated with antibiotics (type, duration and specific date not reported) and dressings. The patient was subsequently unable to use the external sound processor. On (B)(6) 2025, a partial thickness defect over the magnet site with an open wound and purulent discharged was observed. The patient was treated with antibiotics (type, duration and specific date not reported). On (B)(6) 2025, the areas of wound dehiscence were sutured as the wound had dried. However, on (B)(6) 2026, the wound remained unhealed and the sutures were left in place. At a follow-up visit, on (B)(6) 2026, the site was noted to have reopened and become infected again. Subsequently, the device was explanted on (B)(6) 2026, with rotational flap closure performed during the same surgery. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.